Event description:
It was reported when using the bd vacutainer® flashback blood collection needle the cannula broke off or pulled out. The following information was provided by the initial reporter. The customer stated: phase: ready to use defect: the needle body falls off after the needle cap is pulled out, and the needle stabs the nurse quantity: 1 piece impact: adverse effects on medical staff, no adverse effects on patients claims: no need for green claims.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes d9: returned to manufacturer on: 2023-04-26 h.6. Investigation summary: bd received 1 sample and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for loose IV shield was observed. Additionally, the customer sample was evaluated by functional testing and the indicated failure mode for loose IV shield with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode loose IV shield. Bd has initiated further root cause investigation relating to the issue of loose IV shield through corrective and preventive actions.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle the cannula broke off or pulled out. The following information was provided by the initial reporter. The customer stated: phase: ready to use. Defect: the needle body falls off after the needle cap is pulled out, and the needle stabs the nurse. Quantity: 1 piece. Impact: adverse effects on medical staff, no adverse effects on patients. Claims: no need for green claims.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.